Manufacturer narrative:
(B)(4). (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported retraction problem; however difficulty removing the device and the additional treatment appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, resistance was felt when attempting to remove the proglide device from the anatomy. The proglide device was removed using a "bit more pulling" and once the device was removed it was noted that the foot place had not fully closed but was slightly open. The method of achieving hemostasis was not reported. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The name of the physician was provided; however, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.